Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to the manufacturer and investigated on 10/23/2014 with the following findings: a battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. On examination, the pump case was noted to be cracked at the upper and lower right-hand corners of the display screen. On investigation, the battery cap secured to the pump properly. The pump powered on with audible tone and vibratory function. The display screen remained blank when powered on. A leak test revealed moisture leakage at the cracks in the pump case. The pump was opened for investigation and revealed evidence of moisture contamination to the interior of the pump affecting multiple components including processor, flash chip and electrical components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.